Event description:
Event [preferred term] (related symptoms if any separated by commas) the patient was adjusting the blood sugar levels during hospitalization [blood glucose abnormal], issue with the novopen 4, where the pen could be pushed but no medicine would come out [device failure], customer stored the medication with the needle attached [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal)" with an unspecified onset date, "issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure)" with an unspecified onset date, "customer stored the medication with the needle attached(device stored with needle attached)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", human insulin (insulin human) (dose, frequency & route used- unk) from unknown start date for "drug use for unknown indication". Patient used needle but the needle brand was not confirmed, though it might be nn needles. Patient age, height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, the patient had an issue with novopen 4 that the pen could be pushed but no medicine would come out. Device was properly assembled, and after the installation of the needle, the medication was dispensed normally. The patient stored the medication with the needle attached(unspecified and non-codable). On an unknown date, patient was adjusting the blood sugar levels during hospitalization and had used novolin before being admitted to the hospital (other details of hospitalization were not reported). Batch numbers: novopen 4: requested human insulin: requested. Action taken to novopen 4 was not reported. Action taken to human insulin was not reported. The outcome for the event "the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal)" was not reported. The outcome for the event "issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure)" was not reported. The outcome for the event "customer stored the medication with the needle attached(device stored with needle attached)" was not reported. No further information available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: reporter's causality (novopen 4) - the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal) : unknown. Issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure) : unknown . Customer stored the medication with the needle attached(device stored with needle attached) : unknown. Company's causality (novopen 4) - the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal) : possible . Issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure) : possible . Customer stored the medication with the needle attached(device stored with needle attached) : possible. Reporter's causality (human insulin) - the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal) : unknown . Issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure) : unknown . Customer stored the medication with the needle attached(device stored with needle attached) : unknown. Company's causality (human insulin) - the patient was adjusting the blood sugar levels during hospitalization(blood sugar abnormal) : possible . Issue with the novopen 4, where the pen could be pushed but no medicine would come out(device failure) : possible . Customer stored the medication with the needle attached(device stored with needle attached) : possible . Investigation results. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novolin, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Investigation results updated: device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report removed device addendum tab: annex b c d g codes updated. Company causality updated for events. Narrative updated accordingly. No further information available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00112. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: 12-aug-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Incorrect handling of the product such as storing the device with needle attached between injections can affect the functionality of the device, dosage error and could have led to hyperglycaemia. H3 continued: evaluation summary name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.